Event description:
The fixing screw of the cable roller on the ceiling suspension (cs) came loose. There is a potential for the cable roller to fall down. No person was involved.

Manufacturer narrative:
Conclusions - the detailed analyses made clear that the manufacturing documentation with its process and the service documentation are adequate to meet system specifications. Nevertheless, the occurrence of several cases (9 cases within an installed base of approx 7000 units) made it clear that there is still a remote likelihood. This cable roller is installed in an area of the system (rear side) that if it were to fall most likely would not hit a person. There have been no reported injuries. A new fixation of the involved cable roller will be released to make this faultless under "all" circumstances. This fixation has been released into current production. Also, the installed base will be upgraded by means of a field change order (fco).